Event description:
It was reported that a patient had their implantable neurostimulator (ins) last changed in (B)(6) 2020. They have globus pallidus (gpi) dbs and settings 1.7 ma bilaterally. Their device is saying 2.91v. In (B)(6) 2023, the battery level was at 2.94v. It seems like the battery has been off but unsure for how long. They have not noticed increase in dyskinesia. The healthcare provider (hcp) requested a battery longevity calculation. It was reviewed that the ins battery is expected to work during normal life at around 2.9v. Eri is triggered once the battery reaches 2.6v, with eos following at 2.2v. Therefore, it would not be expected that the battery is in eri or eos yet.

Manufacturer narrative:
Implant date is an estimated date (month/year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.